Event description:
We have had a couple of incidents where nurses were using e cylinders and did not realize the tank was not on. This is probably because the regulator was not bled down after the tank was used previously and they thought the tank was on because they were getting flow when they initially hooked the patient to the e cylinder. We think it would be helpful to require e o2 cylinders to require a label on the valve or tank indicating which way is on and which way is off. This has been confusing for staff when they don't have a lot of experience with these e cylinders and regulators. We have since upgraded to the newer e cylinders that have the regulator built into the system to prevent this from happening in the future.